Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 17-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient went in for a normal end of life battery replacement. When the device was examined intra-op, all electrodes with electrode 3 were greater than 4000. An increased pulse width and volts was performed. The physician decided to replace the full system including the lead. The issue is resolved at the time of this report. No further patient complications are anticipated or expected as a result of this event.